Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was moisture behind the display and intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/28/2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged. There was moisture observed in the display. The returned battery cap was able to attach securely to the pump. During testing, the pump alarmed with a replace battery alarm during the rewind step and some steps of the investigation could not be performed due this alarm and moisture damage in the pump. The pump failed the 24 hour basal program due to this alarm. The pump¿s cover was removed and moisture found on the printed circuit board (pcb) and there was moisture found in the display. The returned battery cap¿s height and width were within specification. The initial "power¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up # 2. The correct date of evaluation by product analysis is 7/31/2017.